Event description:
It was reported that the patient underwent a total hip arthroplasty utilizing a dual offset broach handle in 2009. During the procedure, the broach handle fractured as the surgeon was introducing the broach to the handle. There was no reported delay or injury to the patient.

Manufacturer narrative:
Evaluation of the retrurned device found that it fractured in a brittle manner, due to bending overload.